Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was faulty main batteries. The main batteries and harness have been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. The root cause investigation of this condition is being addressed by (B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 570:320:844:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.